Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/26/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged load step malfunction issue was not duplicated in the evaluation. Review of black box data did not find any activities related to the complaint. The pump powered up and functioned properly. A rewind/load/prime sequence was executed without any incidences during the load step. The force sensor calibration reading was within specifications. Unrelated to the complaint, a battery compartment crack was found on the side of the compartment running from the threads to the case seal.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Reporter name and address: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump was filling the tubing during the load step. No additional information was provided. Attempts to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.